Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the imaging system would not charge unless the interface (umbilical) cable connection was manually established. Small amounts of arching deposits were found on the rear cab breakout and the power cord had numerous twists. After replacement of all 3 components listed; the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found that an intermittent open wire from j8 pin 3 to lemo pin 12 was present. Twisting the cable led to intermittent communication. This indicated an electrical failure due to a damaged connector. The rear breakout was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The viewing station of the imaging system power cord was returned to the manufacturer for analysis. Testing found that black wires were formed from electrical over-stress. Indicating an electrical failure. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was experiencing issues with the imaging system's power. Where the unit would not charge. Additionally, it was mentioned that the pins on the interface (umbilical) cable were damaged. No additional information was provided. There was no patient present when this issue was identified.